Event description:
It was reported that the pump exhibited negative pressure while the system was inserted. Per reporter, the incident occurred during set up. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the reported issue. The sensor needed to be recalibrated as the shut-off pressure too low. The downstream occlusion sensor was recalibrated to address this issue.